Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, without any notable events beforehand. It was reported that the customer experienced an elevated blood glucose (bg) level of 570 mg/dl. Elevated bg was addressed by correction injection via multiple daily injection and customer did not require assistance from a third-party. The customer reverted to an alternate method of insulin therapy.